Event description:
It was reported via trial that on (B)(6) 2008, the patient underwent stenting in the predilated proximal right coronary artery with one xience v stent. On (B)(6) 2010, the patient expired while in a nursing home with end stage alzheimer's and adult failure to thrive. An autopsy report was not available. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains inside the patient. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.